Manufacturer narrative:
After several attempts were made to the facility for information on the event, lenstec is unable to corroborate the claim and the lens remains implanted. Once additional information is received it will be reported as a supplemental MDR. However, a full audit of all batch documentation relating to the production of the lenses was performed. The audit concluded that all procedures in manufacturing and packaging of the lenses had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. We can find no evidence to suggest that there was any fault in the manufactured lens and there were no product deficiencies which would have led to this outcome. Lenstec also believes that the lens, the lens design and the manufacturing process were not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec inc received an email stating an infection post operatively. However, after initial communication and request for additional information the clinic reported that no infection was present. Lenstec is awaiting additional information from the clinic to verify. No explants have taken place and lenstec cannot corroborate the complaint but reports as MDR currently.

Manufacturer narrative:
Further information provided from the facility stated that there was no post -operative infection in the patient and no lens complaint. The lens remains implanted. Based on the investigation previously carried out and the additional information received from the surgical site, lenstec concludes that there was no fault in the manufactured lens.

Event description:
Lenstec inc received an email stating an infection post operatively. However, after initial communication and request for additional information the clinic reported that no infection was present. Additionally, lenstec received additional information from the facility indicating that there was no post operative infection present and no lens complaint.